Event description:
The customer stated the contour next link wall charger repeatedly blew the house fuse. There was no allegation of an adverse event. The customer was asked to return the charger for investigation. A new one was sent to them.